Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/4.0/050 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to excessive vault. On (B)(6) 2019 a shorter length lens was implanted. This resolved the problem.

Manufacturer narrative:
(B)(4).